Event description:
It was reported that difficulty removing a balloon occurred. A limb salvage case was performed on a calcified vessel. A 2.00mm x 120mm x 150cm coyote balloon and a v-14 control wire were delivered through a 4fr sheath through the calcified vessel. The wire and the balloon became stuck at the dorsalis pedis and excessive force had to be used to remove the balloon and the wire, which had become stuck together. It was noted that there was no harm to the patient, but the operator had intended to progress treatment further into the plantar arch. The case was abandoned and no further products were used. No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: the device received was stuck within a coyote balloon. A section of the polymer jacket was exposed at the distal section and it was observed to be kinked. The device was unable to be unloaded from the coyote device.

Event description:
It was reported that difficulty removing a balloon occurred. A limb salvage case was performed on a calcified vessel. A 2.00mm x 120mm x 150cm coyote balloon and a v-14 control wire were delivered through a 4fr sheath through the calcified vessel. The wire and the balloon became stuck at the dorsalis pedis and excessive force had to be used to remove the balloon and the wire, which had become stuck together. It was noted that there was no harm to the patient, but the operator had intended to progress treatment further into the plantar arch. The case was abandoned and no further products were used. No patient complications resulted in relation to this event.